Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account, asking the account to attempt to replace the ucb. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom® communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician at the account replaced the ucb with the ucb from a known working bed to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the customer stating the bed was not placing a nurse call. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).